Manufacturer narrative:
The conclusions are as follows: mv oversensing, as well as, non-physiological signals are observed and not related to the activation of the mv sensor. In case the mv sensor is activated and there is a lead issue, mv oversensing can be seen but is not related to a malfunction of this sensor. It should be noted that this lead was implanted in 2006. - based on the available information, a ventricular lead issue is suspected. It is recommended to monitor the electrical parameters such as lead impedance.

Event description:
Reportedly, the device has programmed as vvi mode and sleep apnea monitoring (sam) on. The regular follow-up on (B)(6) 2024, there were 125 ms noise and suppressed ventricular pacing. It was improved when the device programmed as mv sensor off.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device has programmed as vvi mode and sleep apnea monitoring (sam) on. The regular follow-up on (B)(6) 2024, there were 125 ms noise and suppressed ventricular pacing. It was improved when the device programmed as samoff.